Manufacturer narrative:
The manufacturing date was corrected and the unique identifier (UDI) was added.

Manufacturer narrative:
Upon collection of the citadel bed frame from the kindred hospital (B)(6) in the us to the arjo service center, it was noticed that the radius arm detached from the bed¿s frame. There was no information regarding patient involvement. No injury was reported. The facility did not provide any information regarding the circumstances in which this issue occurred. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next to the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and the radius arm. Due to the limited information provided and unknown circumstances in which this malfunction occurred, the exact cause of the reported failure could not be determined. In summary, there was no indication that the bed was used with the patient when this issue occurred. The device evaluation confirmed that the bed did not meet the manufacturer's specifications. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse during use with the patient.

Event description:
Upon collection of the citadel bed frame from the kindred hospital (B)(6) in the us to the arjo service center, it was noticed that the radius arm detached from the bed¿s frame. There was no information regarding patient involvement. No injury was reported. The facility did not provide any information regarding the circumstances in which this issue occurred.